Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-15058. It was reported the pt underwent surgical intervention to explant and replace his scs system (reference MFR reports: 1627487-2013-21441, 1627487-2013-21442, 1627487-2013-21443, 1627487-2013-21444 and 1627487-2013-21464) on (B)(6) 2013. During the procedure, a lead was placed but the pt experienced abdominal stimulation. The physician was unable to reposition the lead due to resistance and upon removing the lead, it was sheared (device 1). A second lead (device 2) was attempted to be placed, but again the physician encountered resistance while attempting to position the lead. The physician was able to complete the procedure using 2 different model leads and effective stimulation was established. It is estimated the procedure was extended by approximately 1.5 hours.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.